Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was just recently implanted but showed six and a half years remaining longevity. Additionally, the patient does have atrial fibrillation (af) and the power consumption was at 122 percent. Boston scientific technical services (ts) reviewed the data and discussed high atrial rate and signal artifact monitoring (sam). The device remains in service. No adverse patient effects were reported.